Event description:
It was reported that (1) device was used during a laparoscopic hernia. It was reported by the rep that the ems instrument fired the first couple of staples correctly, then jammed and would not fire. Another ems instrument was used to complete the case. There was no consequence to the pt.